Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with continuing shortness of breath, 20 pound weight gain, and congestive heart failure (chf) exacerbation. On (B)(6) 2023 the patient was admitted for chf and pneumonia. During this admission the patient was found to have bacteremia that required advanced therapies for oxygenation. The patient experienced shortness of breath, hypoxia, rhinovirus, and enterovirus. The patient was intubated and required some pressors. The infection was treated with intravenous antibiotics that resolved the infection. The patient had normal lvad function. Over the past few days the patient was progressively getting well and pressors were weaned. Normal vad function continued with speed at 5800, normal flows of 4.8, pi of 4.9, power of 3.4, mean arterial pressure between 70 and 90, and stable labs. Now the patient had continuing low flows at 1.8 with a pi of 3.4, and power of 3.4. Beside echo showed diminished flow and vad speed dropped to 5400. One unit of packed red blood cells were given along with 500 of albumin. Echo showed diminished right ventricle dysfunction. The patient continued to have low flows with flow at 1.7, pi at 2.3, power at 3.5, and speed at 5400. Log files captured multiple low flow alarms. The log files also showed that the fixed speed was adjusted multiple times on (B)(6) 2023 which was performed by the rounding physician. During work up the physician request low flow software to be upgraded on both system controllers. The patient had a computerized tomography done and outflow graft thrombus was diagnosed. The patient underwent a successful stent twice to outflow graft on (B)(6) 2023. The cause of the low flows was determined to the compression at the bend relief that originally was though to have been a promise. The low flows resolved after the successful stent placement which was deployed at 11 x 16 viabahn vbc stent/11 x 16 viaban stent overlapped with stent/post procedure flows went from 14. To 4.6. During the time of low flows the patient was intubated, sedated, and on multiple pressors and was critically ill with declining clinical picture. It was noted that the right heart failure existed prior to implant and that a device related issue did not cause/contribute to the right heart failure. During the admission the patient had a computerized tomography performed as well as 4-d of the heart and cta coronary bypass. The patient is clinically improving with contrinuous renal replacement therapy, extubated, with normal vad function, and is weaning off of inotropes and pressors. The patient is alert and oriented and following commands.

Manufacturer narrative:
Health effect - clinical code - bacteremia (4846). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-020849, and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-020849 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, infection, right heart failure, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. The IFU states ¿right heart failure can occur following implantation of the pump. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Additionally, this document provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The IFU also the hm3 lvas IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.